Event description:
The device was used during a billroth ii procedure. Reportedly the surgeon reported the loading unit had no staples. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.